Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the report. The device was recertified and returned to the customer. It's important to mention that the customer returned battery failed testing for capacity. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device self-charged and self discharged when the knob was turned from monitor to defib mode. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.